Manufacturer narrative:
This report is submitted on april 08, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is filed on may 15, 2019. - attachment: [139246-device analysis report.pdf].